Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a high blood glucose incident. The customer's blood glucose was 536 mg/dl. Customer had treated their blood glucose with 12 units of insulin with the insulin pen. Customer also stated they had changed their infusion set and reservoir. Troubleshooting found the insulin pump passed all functional testing. Customer was advised their insulin pump was working as designed. No additional information provided.